Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a memo to inform, that they have received a complaint regarding, arctic gel pad whose adhesive part has come off despite removing the protective film in the right place. Product number: 31705, cooling set for maintaining body temperature small arctic, lot number: ngjx2089. Suboptimal therapy due to product failure. Furthermore, the equipment in place was expensive.

Event description:
It was reported that this was a memo to inform, that they have received a complaint regarding, arctic gel pad whose adhesive part has come off despite removing the protective film in the right place. Product number: 31705, cooling set for maintaining body temperature small arctic, lot number: ngjx2089. Suboptimal therapy due to product failure. Furthermore, the equipment in place was expensive.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.